Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review: a review of the receiving inspection (ri) for the quick connect si polydriver was conducted identifying that lot number gm4307301 was released in a single batch. Batch1: lot qty of 4 units were released on april 14, 2015, with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this instrument that could have contributed to the problem reported by the customer. DHR result retrieved from (B)(4), the lot number are same. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent a spine procedure on (B)(6) 2025. Several instruments were taken out of circulation at the hospital due to typical wear and tear overtime. The instruments were replaced with new ones. There was no reported surgical delay or patient consequence. Procedure was completed successfully.